Event description:
During validation of a new hand held scanner unit for the ortho assay software workstation, the scanner reportedly misread a sample barcode. No death or serious injury was associated with this incident.